Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported an implantable neurostimulator (ins) revision that occurred on (B)(6) 2015 due to movement in the pocket. It was gradually coming out of the pocket into the fat. This issue gradually occurred since implant. When the revision occurred, the doctor used the same ins and same pocket, but made it deeper. The patient was noted to have swelling at the ins site at the time of the report. Relevant medical history included non-malignant pain and chronic low back pain.